Event description:
It was reported that during a supply change the connector was leaking, and the user replaced the connector and cartridge, after which the supply change was completed without alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on therapy beyond the need to replace supplies. Investigation included troubleshooting support and user education. Investigation of this case revealed a leaking connector associated with the infusion fluid path that was resolved by replacing the connector and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector consistent with use-related or wear-related leakage.

Manufacturer narrative:
Initial.